Manufacturer narrative:
Pump received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. Unable to perform any test due to keypad no responsive.

Event description:
The customer reported via phone call that they insulin pump had under delivery. Customer¿s blood glucose was 289 mg/dl at the time of incident. The customer treated high blood glucose with manual injections. The customer stated that the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using the insulin pump when high blood glucose event reported. The customer reported that the tubing had air bubbles. The insulin pump will be returned for analysis.